Event description:
It was reported that the pump had no power and that the user had a bg of 500mg/dl with no symptoms. The reporter also stated that the user used a syringe to treat the bg and now using the syringe as a backup plan for the pump. It was also reported that when the user bolused for dinner, the pump screen was blank and did not make any sound. The pump, battery cap and battery compartment was reportedly intact and the pump was not exposed to water.

Manufacturer narrative:
(B)(4): no power issues were observed in the black box. No damage was found to the battery compartment or cap. The pump was powered on with audible alarms but the display screen remained blank. The pump was opened and the display screen was found to be cracked. A test display was inserted and the pump was exercised for 29 hours without power issues. No damage was found to the pump power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.